Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" of the left side device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a opening sharp in the posterior side assessed as unidentified (tear) opening. Additional, changed, and / or corrected data.

Event description:
Patient reported "rupture" of the left side device. Device was explanted.